Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specification prior to release. If anything otherwise is found then a follow-up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow-up will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Distributor rep reported that the 1x3 neuro pattie sponges had 11 sponges on the card and should have had only 10.